Manufacturer narrative:
(B)(4). The date of the peritonitis diagnosis was clarified seventeen days before the receipt of this report. Three days later, the patient started treatment with vancomycin (dose, route, and frequency were not reported) for peritonitis. Thirteen days after event onset, the patient was discharged from the hospital. Three days after that the patient completed the course of vancomycin treatment and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. Five days after the event onset, the patient was hospitalized for peritonitis. Eight days after the event onset, the patient began treatment with unknown antibiotics (doses, frequencies, routes, and durations were not reported) for peritonitis. Thirteen days after hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.